Event description:
It was reported that the suture wing fell off.

Manufacturer narrative:
One duo-flow ij catheter was returned for evaluation. The suture wing was not returned. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.